Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. Customer blood glucose level was 22.6 mmol/l. The customer was treated with insulin pump. Customer stated that the auto mode feature was not active at the time of high blood glucose event.. The device will not be returned for analysis.